Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the infection was found to be unknown/undetermined due to the lack of relevant medical information surrounding the event. Associated clinical harms for this event included: infection, respiratory failure, renal failure, and surgical conversion. Procedure related harms included: ischemia, embolism, hypotension, additional surgical procedure, and death. The final patient disposition was expired following the additional surgical procedure due to cardiac arrest. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 3 years post index procedure with an infected graft, and the physician decided to explant the graft. The explant procedure went as expected, however, complications from the surgery led to patient expiration one day post intervention.